Event description:
It was reported that during a vats lobectomy, the cartridge would not seat properly in the jaws. The device was never fired. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.